Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced positioning issues and the pump needed to be pulled back to optimize flows. The medical doctor is very knowledgeable with the impella and how to operate it during surgical cases and did not feel it necessary to pull back fully during coronary artery bypass graft x 3 and aortic valve replacement/mitral valve replacement with impella in place. An injury to the left ventricle was discovered and was suspected to have occurred when physically manipulating the heart during surgery. The pump was explanted and venoarterial extracorporeal oxygenation central cannulation was inserted. The patients outcome was stable.

Manufacturer narrative:
The investigation of positioning issues and vascular damage - great vessel has been completed. The impella device was not returned for evaluation. Positioning issues: clinical mention pump was pulled back in the ICU to optimize flows. The root cause of the positioning issues was not determined as no product was returned for analysis and limited clinical information to how pump became mispositioned was provided. Vascular damage - great vessel: the root cause of the vascular damage - great vessel was most likely use related as decision to leave the pump in the lv resulting in a perforation indicates a use-related issue indicating user did not have sufficient space needed and unintended manipulation resulted in the injury.